Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic with stored episodes of noise reversion due to external electromagnetic exposure. The patient was asymptomatic. The emi exposure was suspected to be from arc welding. No further episodes were observed and the patient will continue to be monitored.